Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Jabbed gums [gingival injury]. Brushheads will not stay on brush, brushhead is falling off while brushing [device breakage]. Brushheads will not stay on brush and I have jabbed myself in the gums [injury associated with device]. Case description: a female consumer of unspecified age reported that she had had an oral-b power rechargeable toothbrush handle trizone base 3764 for about a year and a half, and all of a sudden the oral-b brushheads, version unknown would not stay on the brush. She explained that she had jabbed herself in the gums numerous times due to the brushhead falling off while brushing. She noted that she didn't see any breakage anywhere. The case outcome was unknown. No further information was provided. (B)(6) 2016 received follow-up phone call from consumer: the consumer reported that she had an issue with 2 packs of brushheads used with an oral-b power rechargeable toothbrush handle triumph 3762. The case outcome remained unknown. No further information was provided.